Manufacturer narrative:
It was reported that the needles were clogged. No samples or photos received by our quality team for evaluation. A device history record review was completed for provided lot number 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. Verification of the lubrication process was performed. The settings were correct and the flow of product was good. Based on the investigation and with no sample analysis the symptom reported could not be confirmed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: received via phone call on 30-sep-2022. Customer stated that bd safetyglide needle are defective. When trying to draw medication out nothing would come out and if giving injection have to use extreme force to get anything out.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: received via phone call on 30-sep-2022. Customer stated that bd safetyglide needle are defective. When trying to draw medication out nothing would come out and if giving injection have to use extreme force to get anything out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-feb-2023. H6: investigation summary it was reported that the needles were clogged. To aid in the investigation, eleven samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Six samples expelled the solution with a normal flow. Five samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: received via phone call on 30-sep-2022. Customer stated that bd safetyglide needle are defective. When trying to draw medication out nothing would come out and if giving injection have to use extreme force to get anything out